Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that he received the following results on compact plus system compared to a professional meter within 10 minutes: 478 mg/dl (compact plus system) and 66 mg/dl (professional meter). Customer treated hypoglycemia with glucose pills, candy, and "other things." No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.